Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure, the surgical staff reported seeing a pink image in the left eye in the surgeon console and touch screen. With the assistance of an isi technical support engineer, the site attempted to troubleshoot the issue. The site switched their camera cable with a back up; however this did not resolve the problem. The patient was under anesthesia and the port incisions were made when the surgical staff made the decision to abort the planned procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the customer reported issue was associated with both the initial camera cable used and the backup camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cables. One of the camera cables was returned to intuitive surgical for failure analysis investigation. During evaluation, the reported failure mode was replicated and the camera cable was found to have a broken connection. As of april 24, 2012, there have been no reported recurrences of the incident.